Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5145419

Event description:
It was reported via voluntary medwatch that the patient presented in clinic for initial implant procedure. During procedure, the left ventricle (lv) lead was unable to be implanted due to unspecified reason, and an alternate near at hand was implanted instead. There were no patient consequences provided.